Manufacturer narrative:
This medwatch report is for the suspect device used in system 2 (lot number 20968512, expiration date 03/31/2013). Reference medwatch report with (B)(6) for the suspect device used in system 1.

Event description:
Caller states patient tested 4.9 inr on coaguchek xs system 1 and 2.7 inr on coaguchek xs system 2. No treatment information provided. No adverse event reported. Requested return of suspect system and replacement was sent.